Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 321 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, a cracked reservoir tube, a missing end cap sticker, broken battery tube threads and minor scratches on the lcd window.